Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has not yet been received, therefore, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that there was a tear on the heat sealed area at left side of the reservoir. The product was used for the patient on (B)(6) 2004, and air leakage occurred on the (B)(6) 2004. There were no adverse consequences to the patient.